Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with two 275cc mentor smooth round moderate profile saline breast implants have unexplained systemic symptoms postoperatively, including memory fog, depression, anxiety, panic attacks, extreme fatigue, joint muscle pain frequency (fibromyalgia) , dry hair and falling out, skin looks dry and aged, inflammation all over body mostly in stomach area, gain weight, dry eyes and burning on the eyes, adrenal fatigue, thyroid issue, low libido, major vertigo, frequent headaches & migraines, nose dripping, constant throat clearing, food sensitivity, night sweats, yeast infection, low blood pressure, frequent urination - liver issues - kidney issue sometimes blood works shows liver failure. As a result, patient scheduled for removal on (B)(6) 2022. This report relates to the right prosthesis.